Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately several weeks from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7070825, UDI:(b)(4_. Product family: scs-linear leads upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7070830, UDI:(B)(4).

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. Th patient underwent a scs replacement procedure.